Manufacturer narrative:
The reported complaint was confirmed. Per the end user, they installed a new battery in the ccm. After removing and reinstalling the battery, the 'disk boot failure' appeared at startup. The field service representative (fsr) verified the reported issue. The heart lung machine (hlm) was turned on and the ccm screen remained blank. The fsr removed and reinstalled the battery, reset the ccm bios and checked the ccm settings; calibration and operation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) had a 'disk boot failure' message. There was no patient involvement.